Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a leak in an unknown disposable tube during peritoneal dialysis therapy, which resulted in the patient experiencing peritonitis. It was reported the patient had an unspecified tube that leaked. The peritonitis was manifested by abdominal pain, fever, vomiting, diarrhea, and cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with intraperitoneal cefazolin 1 gram daily (duration not reported) and intraperitoneal fortum 1 gram daily (duration not reported) for peritonitis. Dianeal therapies were ongoing. At the time of this report, the patient remained on antibiotic therapy and was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The event of ¿leaked tube¿ was clarified to be caused by a perforation in the patient¿s peritoneal dialysis (pd) catheter. On the same day as peritonitis onset, the patient was treated for the peritonitis with ajuzolin (one gram given everyday intraperitoneally). Three weeks after onset, treatments with ajuzolin and fortum were discontinued and the patient was discharged from the hospital. On the same date, the peritonitis was resolved and the patient was recovered from the event. Due to the additional information received, which indicated the location of the leak was in the patient¿s pd catheter (non-baxter product), baxter pd disposable products are no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.